Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to pt). Product problem(s): "probe would not cut" (failure to cut). The nurse reported the vitrectomy probe would aspirate but not cut. The vitrectomy probe was exchanged and the case was completed. Add'l info rec'd from the nurse stated the vitrectomy probe primed and tested fine. The surgeon stated the probe would not cut. The system was rebooted and the probe was switched out. The case was completed as planned. The vitrectomy probe was not saved for eval. No pt injury was reported.